Event description:
Patient implanted in right upper vermilion borders 12/16/1997. Onset of infection and implant extrusion 02/10/1998 in perioral area. Patient treated with duricef 02/10/1998 and 03/18/1998, and with septra on 03/24/1998. The implant was explanted 03/30/1998 and patient treated with duricef. Implant explanted on 04/15/1998.